Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No part has been returned to the manufacturer for analysis. Device lot#, unique device identification (UDI), manufacturing date are unavailable. Part not returned.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that a clamp was bent and it was hard to open and close the clamp. There was no patient present when this issue was observed.

Manufacturer narrative:
The clamp was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The clamp was slightly bent to one side. The adjustment screw was also bent causing the issues with opening and closing the clamp. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that a clamp was bent and it was hard to open and close the clamp. There was no patient present.